Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with syncope. It was noted that the right ventricular (rv) lead exhibited high and rising thresholds, intermittent capture, high undefined impedance warning leading to a polarity switch, high v-v interval sensing integrity counter (sic) count, oversensing. Lead fracture was suspected. It was reported that the implantable pulse generator (ipg) exhibited low battery longevity. The rv lead was capped and the ipg was explanted, and a new rv lead and ipg were implanted on the contralateral side of the patient due to occlusion in the left axillary vein. No further patient complications have been reported as a result of this event.